Event description:
It was reported that prior to starting a da vinci si surgical procedure, the tip of the small clip applier instrument broke in half. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed that one applier tip is broken in half and did not get returned with the instrument. The missing piece measured roughly about 0.103 x 0.049. Damage is a result of misuse. There were 22 fires left. No other damage was found. On (B)(4) 2013 a follow up call was made with the reporter of this complaint. It was stated that the broken tip did not fall into a patient. It was found broken on a surgical tray, and the broken piece was discarded. No further information was available. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperative. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.